Event description:
Information was received from a manufacturer representative regarding wireless recharger (wr). It was reported that the rep was setting up a case for a micro neurostimulator case. They went through the steps to get the recharged out of shipping mode, and scanned through the recharger app. In doing so, they could not get the recharger to turn on. The only time any lights would come on was when they would put the wr on the dock to charge. The green lights would light up going up and down really fast. There was no patient involvement in this case. Information was received from a manufacturer¿s representative (rep) regarding a wr (wireless recharger) for use with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the rep was trying to unbox the micro recharger and now is seeing all 3 green lights flashing quickly, has tried to reset and not successful. When the recharger is in the dock, all 3 green lights flashing, recharger would not respond to reset or pressing the power button. Caller reports the 3 green lights stops when it¿s out of the dock, but would not respond to reset. No symptoms were reported.

Manufacturer narrative:
H3 analysis of the returned recharger revealed when placed on the dock, dut does not charge, only draws 23 ua, and battery leds cycle continuously. Dut does not response to a button press hard reset. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.